Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing values and the x-ray imagining confirmed that the lead was dislodged. All other lead measurements were stable and within the normal limit. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported.